Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with a neurostimulator for failed back surgery syndrome. The patient felt a shocking sensation. The event occurred in (B)(6) 2015. The patient stated he went to the emergency room and was instructed he would need to see the implanting healthcare professional. The patient had not been able to reach the doctor. The patient had turned the neurostimulator off. The event will be updated should additional information be received.